Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples were submitted to the manufacturer for evaluation. The discofix caps were removed; no crack lines were observed at the filling ports of all the reference samples. The samples were filled with red dye solution and left for 10 minutes. No leakage observed from the samples. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue could not be observed or replicated. The samples are within specification. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: we recently discharged a patient with a 5-fluorouracil infusion bulb, who returned today due to leakage. Upon inspection, it appears the leak originated at the seal between the cap and the bulb itself.